Event description:
It was reported that the filter would not recapture. A 190 cm filterwire ez was selected for use during an emergency extracorporeal membrane oxygenation (ECMO) case. During the procedure, it was noted that the filter would not recapture back. The procedure was completed with another filterwire ez. No complications reported.